Event description:
Additional information from the rep indicated that they were mistaken and the patient has a primary battery, and therefore does not need to charge. The rep stated that after updating the application, they were able to connect with the ins. The rep noted that the patient gets good relief. Impedances were within normal limits.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The rep reported they attempted to connect to the patient's ins on (B)(6), but was unable to connect. Rep stated they do not have as much experience with this model of ins yet, and plans to meet again with the patient. The patient notified them that their device has been off for several years, but they have a device at home they use with it (technical services (tss) understood this to be the programmer). They were seeing their pain doctor for some pain medication and were told they need to try this device again. Rep asked about when they would see eos. Tss reviewed eos with rep. Rep stated they were notified on 4/1/25.